Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned loose in a bag. The original packaging was not returned. The part number and lot number cannot be verified or determined. The tip protector was not returned. However, a piece of tubing had been placed over the needle and taped in place. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and blocking the port window, preventing cutting and aspiration. It should be noted that a bent needle could contribute to poor cutting performance due to friction between the inner and outer needle assemblies. Due to the returned condition, loose in a bag without the tip protector, the cause of the bent needle cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter did not move, therefore, the cutting process did not take place. There was no information confirming if the aspiration continued. The cutter was replaced to complete the surgery with no clinical consequences reported.